Event description:
It was reported that the patient presented to the clinic on (B)(6) 2023 for a follow-up. Review of the transmission revealed that the implantable cardioverter defibrillator (ICD) was causing an output anomaly. No other information is known about the event. The device was not reprogrammed. The patient condition is unknown.